Event description:
It was reported that lead fracture was found at the site of the suture sleeve.

Event description:
It was reported that during ICD change-out, the lead was screened pre-procedure. Insulation breach and exposure of the etfe cables near the suture sleeve were observed. Lead was explanted.

Manufacturer narrative:
Analysis was normal for the returned lead portion. The hv impedance could not be measured due to the lead being cut.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.